Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the "add gel or replace belt" messages was two open connections within the distribution node. The wires from the rear therapy electrode cable to terminations te2 and te3 on the distribution node pca had been pulled away from their solder connections resulting in the open connections. The root cause of the open connections was excessive force on the cable. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt.

Event description:
A male patient contacted lifecor customer support to report he has been getting "add gel or replace belt" messages for the past 6 days. They occurred intermittently at first, but now they are consistant. Support reviewed the most recent download (from 09/08/06) and there are gel release flags listed, but they do not appear to be associated with a treatment or automatic event. The patient's electrode belt was replaced.